Event description:
It has been reported to philips that the device was not switching on. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and found that the device was not switching on. The fse performed necessary tests and checks on the device and found that the power tray in the m cabinet was defective which led to the mentioned issue. The fse tried to restart the system, but it had no impact on the issue. Fse replaced the old power supply with a new one. After the replacement, fse performed necessary measurements and tests and the system was returned to use in good working order.